Manufacturer narrative:
Through follow-up communication with the service technician, livanova learned that the evo clamp has been calibrated on site by livanova service engineering and no other events has been reported by the customer.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The clamp was tested and calibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The clamp was requested to be returned to the manufacturer site for investigation, however the customer decided to retain the device since it was confirmed to be working within specification. Thus, no further analysis could be performed on the device. The clamp is in use at the customer site and up to date no further complaints have been reported on this device. No additional information is available on this specific case. Based on available information the clamp plunger did not move intermittently. The most likely root cause of the reported issue is an intermittent communication issue between the evo and its panel which was definitively resolved by plugging/unplugging the connection cable to the panel socket. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) did not function intermittently during procedure. The user had to use a manual forceps clamp to occlude the venous line. There was no report of patient injury.